Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("due to symptoms related to her essure, underwent a total a partial hysterectomy") in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total a partial hysterectomy to remove the essure in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and pregnancy with contraceptive device ('birth-complication') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condition/ prob") and visual impairment ("vision issue") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and neoplasm ("tumors"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy- partial)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight decreased and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain , bleeding ,psych injury, bladder/urinary problem and other injury symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received, reporter information ,essure indication ,stop date, previous event due to symptoms related to her essure, underwent a total a partial hysterectomy deleted ,new event pelvic pain/chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, birth-complication, bladder problems, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, gi condition, dental problem, hormonal changes, migraine, headache, nausea, neuro condition/ prob, vision issue , weight loss, tumors , plaintiff did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and pregnancy with contraceptive device ('birth-complication') in an adult female patient who had essure (ess205) (batch no. 623316) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/ prob") and visual impairment ("vision issue") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and neoplasm ("tumors"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy- partial)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight decreased and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain , bleeding ,psych injury, bladder/urinary problem and other injury symptom. Discrepancy noted in date of removal (B)(6) 2016 in previous case and in this follow up (B)(6) 2016. 6 coils protruding from ostia bilaterally. Lot number: 623316, manufacturing date: 2007-02, expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("due to symptoms related to her essure, underwent a total a partial hysterectomy") in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total a partial hysterectomy to remove the essure in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and pregnancy with contraceptive device ('birth-complication') in an adult female patient who had essure (ess205) (batch no. 623316) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/ prob") and visual impairment ("vision issue") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and neoplasm ("tumors"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy- partial)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight decreased and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain , bleeding ,psych injury, bladder/urinary problem and other injury symptom. Discrepancy noted in date of removal (B)(6) 2016 in previous case and in this follow up (B)(6) 2016 6 coils protruding from ostia bilaterally. Most recent follow-up information incorporated above includes: on 29-dec-2020: medical records received. Lot number added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.